Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left-mentor artoura breast tissue expander, 750cc, catalog number smxp150rh, serial number (B)(4), lot number 7556305. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with mentor artoura breast tissue expander, 750cc, which bilaterally deflated after implantation. As a result, patient had them explanted on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient underwent bilateral removal and replacement as follow: left replace with catalog number 3508004bc, serial number (B)(4), and right replaced with catalog number 3508004bc, serial number (B)(4). This report is for the right implant. (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned with white fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white liquid found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).